Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and based on the information provided, a cause for the reported unintended movement associated with clip jumping a little in the septal direction cannot be determined. The reported positioning failure associated with leaflet capture appears to be due to procedural conditions associated with the unintended movement of the clip jumping in the septal direction and patient conditions (large coaptation gap and restrictive septal leaflet). Image resolution poor is attributed to patient and procedural conditions as it was reported that there were difficulties visualizing the clip during the procedure due to patient anatomy. Unspecified tissue injury resulting in worsening tricuspid valve insufficiency/regurgitation appears to be related to the procedural conditions associated with the attempts to re-capture the anterior leaflet. Tissue damage/injury and tricuspid regurgitation are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4+. Triclip xtw (lot: 41021r1060) was chosen for implantation. Due to large coaptation gap, simultaneous grasping was not possible. The anterior leaflet was grasped and captured first. Then the septal leaflet was grasped and captured. While closing the clip, the clip jumped a little in the septal direction and it was noted that the anterior leaflet has lost capture. Attempts to recapture the anterior leaflet were unsuccessful. The anterior leaflet was observed to be damaged and tr had worsened. The clip was then attempted to be placed further in the aortic direction, but a satisfactory reduction in tr could not be achieved. The clip was removed and the procedure ended with tr worsening.